Event description:
It was reported that an ilet user experienced hyperglycemia with a peak glucose of 367 mg/dl after a supply change and an unannounced meal, followed by an infusion set that later popped off in the shower and appeared slightly bent; the user then completed another supply change and was advised on expected glucose decline. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver, and analysis of information provided by them. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.